Manufacturer narrative:
Follow-up # 1: subject device reading of 1.65mmol/l previously provided was incorrect and should have been 165mg/dl.

Manufacturer narrative:
Follow-up # 2: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips associated with this complaint have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. A reading of 1.65 mmol/l was obtained using the subject device compared to a laboratory device (result not provided), the time difference between the results is also unknown. This complaint is being reported because the reported results may not meet lifescan&#38112;accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.